Event description:
It was reported that this right atrial (ra) lead exhibited high threshold and noise. No infection noted. An operation was planned for lead reimplant on the right side. This ra was explanted and will not be returned for analysis. No additional adverse patient effects were reported.